Event description:
Patient presenting with chest pain underwent emergency pci of lesion with 99% stenosis at lad. One resolute integrity was deployed at 9atms. Patient experienced chest pain 30 minutes later and thrombus was aspirated using thrombuster. Ivus showed a large amount of thrombus in the deployed stent which was aspirated again. Revascularization was carried out using a poba device but some thrombus remained at proximal stent edge. Poba was used again and ivus confirmed thrombus decrease. It is unknown if the patient is resistant to anti-platelet drugs and cine images are not available.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (thrombosis). (No results available since no evaluation performed) - device or procedural images not provided for review. Conclusions: inherent risk of procedure (thrombosis). (B)(4).